Manufacturer narrative:
Concomitant products: non-cfn extension set; non-cfn secondary set; 2 spiro connectors, therapy date (B)(6) 2017. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported on (B)(6) 2017 at 1912 an infusion of etoposide 125mg and adriamycin 22.8 mg initial rate at 22.7 ml/ hr. Was initiated. Over the course of the 24 hr. Infusion the rate was increased to 25ml up to 27 ml/hr. On (B)(6) 2017 at 1423 a leak was noted at the top of the filter during the 3 different cycles of chemotherapy. The position of the filter was at or around the patient heart with a PICC line intact. The hospital policy is to change the tubing every 96 hrs. There was no report of patient harm however a delay of treatment.